Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the reported attune rp tib base sz 6 cem (product code 150610006, lot number 8128290) since release for distribution. The retained samples on ther reported smartset gmv 40g us eo (product code 545050501, lot number 8068940) were tested for dough time, setting time, handling characteristics and mechanical properties. The fmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial subsidence and loosening. Loosening occurred at the bone/cement interface. Cement manufactured by depuy.